Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the right coronary artery that was both mildly calcified and tortuous. An nc traveler was advanced for post-dilatation after stenting with a non-abbott drug-eluting stent. The balloon ruptured during the first inflation at 12 atmospheres. There was no report of adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.